Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that this implantable device was explanted and replaced due to suspected premature battery depletion behavior. No additional adverse patient effects were reported. This device is not available for return. Several attempts were submitted to the field to obtain additional information, including the exact date of implant/explant, and the reason this device is not available for return. No response was provided.